Event description:
It was reported that the tip of the driver fractured during the procedure. Tip could not be retrieved and remains embedded in the set screw. Patient outcome: no adverse effect reported as a result of this event.